Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a dual lumen PICC. The customer states that the PICC was found broken in the bed. The dressing was still intact on the forearm. The dressing was secured past the purple butterfly.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.